Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had leak at the top of insulin pump. The customer also stated that the part of clear ring was missing and reservoir did lock in place into the insulin pump. Reservoir compartment was cracked or chipped. Insulin pump had no delivered bolus alarm. No harm requiring medical intervention was reported. The insulin pump will be returned and reservoir will not be returned for analysis.